Manufacturer narrative:
(B)(4). Carefusion technical support shipped the customer a replacement turbine assembly, however after the customer installed the new part, the issue persisted. The customer called back, and carefusion technical support shipped them a replacement main printed circuit board assembly, which eventually resolved the issue. The main printed circuit board assembly was received by carefusion on august 25, 2015 and forwarded to the failure analysis lab for investigation. The failure analysis lab evaluated the unit and was able to duplicate the reported event. The root cause was isolated to a faulty transducer (xdcr). Carefusion is addressing this issue in an internal corrective action request through our corrective and preventative action system.

Event description:
The customer reported a vent inop on one of their ventilators. According to the customer, the event log has several ¿motor fault¿ and ¿xdcr fault¿ error messages. When the customer performed an ambient o2 calibration, they noted that the unit shook like a ¿car with a wheel out of balance¿.